Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was confirmed. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it found that a part of the distal end of insertion tube of subject device was broken and lost. The subject device has not been used for a week. The user was unable to find the missing piece. The user believes this happened during reprocessing. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Based on the evaluation result, it was confirmed that the balloon attachment part at the tip was damaged and missing. Omsc surmised that the reported phenomenon occurred due to excessive external force such as impact applied to the part.